Event description:
(B)(4). I had it placed in 2010 started with pelvic pains about 2 years ago. Last year I had an ovarian cyst that sent me to the hosp. I explained I continued pain but was assured it wasn't because of the essure. Showed the dr the xray and again was told they looked normal. I am now going to a new dr because of my pains. Did xray and ultrasound. Dr decided to do surgery on (B)(6). Took both tubes out but only one essure was found. I have to go back again for a CT scan on (B)(6) to look for the missing essure. Then I will have to have another surgery. This has been very rough on my family and my marriage. Surgery is very risky for me as I have factor 5 and protein s deficiency. Now I am having 2 surgeries because of this.